Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified left common iliac (cia) artery. The physician advanced the 7.0mm x 40cm sterling monorail balloon catheter for pre-dilation. On the first inflation the balloon was eventually inflated to 7atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)